Event description:
It is reported that several kits had crinkles in the device tubing after it was placed and stool began to drain. It is uncertain as to how long the device had been placed before this crinkled appearance was noted.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was reported device had been placed due to diarrhea but no other info is available. Additional info stated, "the crinkled tubing was the waste catheter and the crinkled appearance was not noted until stool began to pass through the tubing. There were no kinks or twists in the tubing. It was crinkled throughout the waste portion and the reporter was not aware of the tubing being blocked at any time." The lot number is not provided. There was no untoward event with the pt whatsoever per the info received. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. This complaint involves three products; therefore an additional two records had been created in order to capture this info. A lot number was not provided. Therefore, we are unable to determine the specific mfg site (B)(4).